Event description:
It was reported that this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported. Additional information received indicates that this pacemaker was explanted. A new device of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported.